Event description:
It was reported that the syringe 10ml ll s/c 200 experienced a mix of product types in packaging which was noted prior to use. The following information was provided by the initial reporter: material no. 302995. Batch no. 9064509. This is a 10ml syringe from batch 9064509, ref 302995, and it appears to be a mixed product. The package calls for a luer lock syringe but inside is a slip tip. This slip tip syringe was sealed in the luer lock packaging.

Manufacturer narrative:
H.6. Investigation: one 10ml syringe inside a fully sealed blister pack from batch 9064509 (p/n 302995) was received and evaluated. It was observed the product inside the blister pack did not match the part number on the package. The mixed product defect was rejectable per product specification. All visual inspections were performed as per requirement with a quality notification issued for mixed product of subassembly batch 9056622. Batch 9064509 requalified and accepted based on meeting our inspection control plan and subsequently approved for shipment. From the quality notification, it was determined the mix occurred during the material handling process. It was confirmed both products were being molded and stored during the manufacture of this batch. Potential root cause for the mixed product defect is associated with the material handling process. The mix up likely occurred at the storage location where both products are stored prior to assembly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml ll s/c 200 experienced a mix of product types in packaging which was noted prior to use. The following information was provided by the initial reporter: material no. 302995 batch no. 9064509. This is a 10ml syringe from batch 9064509, ref 302995, and it appears to be a mixed product. The package calls for a luer lock syringe but inside is a slip tip. This slip tip syringe was sealed in the luer lock packaging.